Manufacturer narrative:
(B)(4) - intraocular pressure rise, floaters, vitreous, vision not so great, device remains implanted. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn). Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Manufacturer narrative:
(B)(4) - vitreous, detachment of, glaucoma. Evaluation method: medical review. Results: medical review - review of this file indicates that the patient developed a posterior vitreous detachment 3 years after the icl was implanted. Patient has also been diagnosed recently of being a glaucoma suspect. Posterior vitreous detachment is commonly noted in highly myopic eyes. The risk increases in the presence of any intraocular surgery. This adverse event is secondary to the increased risk of detachments in patients that are highly myopic rather than the icl itself. This type of condition is trivial as it resolves without the need for medical or surgical intervention. A diagnosis of glaucoma suspect is made when there is a suspicion of glaucoma however, not all of the signs and symptoms to confirm the diagnosis are present. Since this condition occurred 3 years after icl implantation, it is unlikely that the icl caused this condition. Glaucoma most often occurs in adults over age 40 with a family history of glaucoma. There is an increased risk of glaucoma in people who are highly myopic, have diabetes, and those taking corticosteroids. This condition is not due to the icl, but a patient condition. Conclusions: based on the complaint history, work order search and medical review, a likely cause of the event has been determined to be due to a patient condition. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in her right eye (od). The patient reported the pressure is high and her vision is not so great. The patient also reported a floater in her eye. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Event description:
Additional information received: the facility indicated the patient had a symptomatic posterior vitreous detachment and was a glaucoma suspect. The patient's prognosis is excellent and the va is 20/20.